Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image with a black screen could not be determined. Additionally, the most probable cause of the incompatible scope error (e315) was due to corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Customer name- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had black screen. The event occurred during inspection for use. There were no reports of patient involvement.